Event description:
The pt had two leads from the same lot. It was reported one of the leads had migrated and was causing the pt discomfort. As a result, the pt underwent surgical intervention. During the procedure the doctor cut and explanted the migrated lead. The doctor is aware of the risk associated for cutting the lead. The other lead remains implanted. The issue is resolved and the pt is doing well. The explanted product will not be returned to sjm.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.